Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n108787016, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid( 8 mg/ml at 1.5 mg/day) and bupivacaine (20 mg/ml at 3.4 mg/day) via an implantable infusion pump. It was reported that the patient experienced an increase of pain in their back and right leg. A leak in the catheter in the spinal pocket was suspected and surgery was performed. It was noted that the catheter was pirated fine; a leak was noticed at the anchor of the catheter. The anchor was cut, re-anchored and reattached to the catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury.